Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the back right therapy pad of the lifevest equipment. The area was described as a burn and an infected, draining wound. It was reported that the patient was in the hospital. It is unclear if the patient was in the hospital due to the skin irritation or another medical condition. The patient's nurses placed a bandage over the wound. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.